Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported during use of a cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak during use of a homechoice cassette which led to the alarm. There were no damage noticed on the supplies. Renal therapy services (rts) assisted the nurse with clearing the alarm and advised to start over with all new supplies. Proper procedures per the user manual were reviewed with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.